Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11-apr-2018 with the following findings: the battery compartment was cracked below the grip pad. The returned battery cap was undamaged and able to fit.

Event description:
The pump was returned for investigation. Investigation revealed the battery compartment was cracked. This report is made based on results of investigation completed on 11-apr-2018.